Event description:
It was reported that during a lobectomy, the device fired malformed staples. The procedure was converted to open and another device was used for additional resection. Buttressing material was used.